Manufacturer narrative:
Evaluation summary: rim adapter is fractured from the rim radius and the crack subsequently propagated at an angle up to the connection feature on the flat face of the adapter. Three pieces of the fracture adapter were returned. The initiation point was easily identified from the fracture morphology indicating a large fan crack front. The initiation point is within the radius and coincident with a circumferential machining line in the radius as well as in proximity to a radial crack visible on the outside surface of the impactor traveling from the rim up toward the connection feature. It is unk if this crack preceded the final circumferential crack in the radius or if it is a secondary crack. Based on the information available a definitive cause for fracture cannot be determined at this time. The manufacturing records were reviewed and found to be in conformance. No manufacturing abnormalities could be detected by either method.

Event description:
It is reported that the impactor broke during impaction of liner.